Event description:
It was reported that a flogard infusion pump had the 94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the sample was visually inspected and functionally tested. The reported condition of the 94 alarm was confirmed. The root cause of the 94 alarm was determined to be a damaged main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.